Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was failed, not detected on bus and couldn't be recovered. A field service engineer (fse) reseated bus recovered storage space to resolve the issue and performed functional test successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was failed, not detected on bus and couldn't be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.